Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results accompanied by symptoms. The customer is concerned with tests results from results obtained of 193mg/dl. The expected fasting blood glucose test result range is unknown (newly diagnosed). The customer did report symptoms of feeling drowsy. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 152 and 146mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 11/30/2020 and open vial date is 7/20/2019. The meter memory was reviewed for previous test result history. (B)(6).